Event description:
Doctor was using the arthrex flip cutter 9mm, model #: ar-1204af-90, lot number: 710373148, expiration date: (B)(6) 2022 for a knee arthroscopy. During the drilling process inside the patient's knee, the flip cutter broke. Doctor retrieved the broken pieces through the arthroscope. X-ray was notified to confirm that there were not retained pieces. Doctor confirmed that there were no remaining pieces inside of the knee. An x-ray was performed of the knee and no unexpected radiopaque foreign body.